Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed no loss of programmed values. The device was run in infusion mode and no issues were noted. The reported issue could not be confirmed.

Event description:
Information was received that a smiths medical cadd lost its programming. No adverse patient effects were reported.